Event description:
Per the clinic, the patient experienced a performance decrement and increased impedances, subsequent to sustaining a head trauma two years ago (specific date not reported). Troubleshooting attempts were made; however, the issue could not be resolved. Open and short circuits were noted on most electrodes. An explant is planned due to the reported open circuits and short circuits, however, a specific date has not been decided and therefore, it has not taken place at the time of this report. The implanted device remains.